Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was intended to be used within a patient's middle third of the common bile duct due to a malignancy on (B)(6) 2013 during an ercp (endoscopic retrograde cholangiopancreatography) procedure. The lesion was reported to be 4 cm. The patient anatomy was reported to be tortuous. The target site was not dilated prior to the stent placement. According to the complainant, during the procedure, the stent was advanced through the stenosis to the target site and attempted to be deployed. The user noticed that the tip of the deployment catheter was bent and the stent could not be deployed. The procedure was completed with another wallflex biliary uncovered stent without any complications. There were no patient complications as a result of this event. The patient's condition was reported to be "very good" post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of tip bent. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed